Manufacturer narrative:
(B)(4). Should additional relevant information become available, a follow-up will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) passed away due to an unknown cause. On an unreported date, the pt was hospitalized for an unreported indication. Subsequently, the pt passed away during hospitalization due to an unknown cause. It was unknown if pd therapy was ongoing before the patient died. It was not reported whether an autopsy was performed. Additional information was requested but is not available.

Manufacturer narrative:
(B)(4). The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.